Manufacturer narrative:
Continuation of d10: product ID 97745nt; serial# (B)(6); product type programmer, patient product ID 3888-28 lot# n21474; implanted: (B)(6) 1991; explanted: (B)(6) 2025; product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3888-28, serial/lot #: (B)(6) 2025, ubd: 23-sep-1995, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The patient stated in (B)(6) 2024, they put in a new scs but they had to do a lead revision in (B)(6) 2025 because it was not stimulating correctly. Pt stated on (B)(6) 2025, they met the manufacturer representative (rep) to set up programming. Pt stated the programming was too strong, and the rep thought that would adjust and showed them how to decrease stim. Pt stated the stimulation was way too strong and when they tried to decrease the stim it wouldn't decrease. The pt stated on friday they had to just turn off stim because it was so strong it was driving them crazy, and they can't sleep. The agent was unable to assist with trying to turn stim down since the ins and controller were not currently charged. The pt was currently charging the controller and then they will charge the ins so they can further troubleshoot. While on the call, the pt also mentioned "they had lots of jabbing pains when the stim was on and it does not do anything and when they sit up there was pain in the jabbing pain".